Event description:
It was reported that there was a malfunction alarm on the customer's pump, identified with the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use the current pump as backup therapy while waiting for a replacement pump with updated software. Technical support provided instructions on returning the faulty pump and confirmed shipping details for the replacement. Training on the new pump will be accessible through the customer¿s tandem source account.